Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) was performing an l3-s1 mis case using our introducer needle and viper screw system. He had successfully placed k-wires at l3, l4 and was working on the right pedicle when he experienced a clean "break" in our introducer needle approximately 1" below the handle. The remaining portion was stuck in the patient's pedicle/vertebral body and he used a combination of vice gripes / pliers / needle drivers to attempt to remove. Removed piece by piece. Pedicle burred with a drill.